Event description:
When going through pt circuit calibration of the model 3100a in preparation for treating a pt not yet born, the operator could not achieve a delta-p valve within the specified range (delta-p was low).